Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t hemodialysis (hd) machine with a burning smell. The cause was fluid dripped into the card cage and damage the bridge rectifier, causing the power supply to burn the wire and bridge rectifier. After replacing with the new power supply, the hd machine power on and off without any issues. The hd machine completed repair as of 06/26/2026. After replacing with the new power supply, the hd machine was placed into dialysis treatment functional check/ test which passes 6x and completed repair with a vinegar/ heat as of 06/26/2026. There was no patient involvement or injury noted at intake. Additional information was requested but was not received to date.